Manufacturer narrative:
The MDR was sent on 2020.04.23, but the message saying that a failure in the receipt by FDA system occurred was only received on 2020.04.28. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form, visual conference of the product returned by the dentist and the evaluation of relevant production records. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
(B)(4) ¿ the dentist reported that 02 months after the dental implant was installed in patient¿s mouth, its non-osseointegration was observed. Moreover, 45n.cm of primary stability was achieved, the patient presented bone type ii and immediate load procedure was done and immediate implant was performed.